Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and found the system was unable to boot up. Upon troubleshooting, fse found that the power control part that runs inside the cabinet (main control cabinet) was defective. The pdu(power distribution unit) fan tray and dcps (direct current power supply) which supply dc-power to the tsm and controller were broken down. So, the tsm was completely dark and did not show any images and there was no dc-power being supplied to the controller. It became impossible to operate the flexarm from the controller. To resolve the issue, fse replaced pdu fan tray and dcps. The defective pdu fan tray and dcps were returned to philips for failure analysis and the cause of the failure was found to be electrical overstress. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. No harm was reported to philips. The device was outside of clinical use at the time of reported event. Philips has started an investigation of this complaint.